Event description:
It was reported that during the procedure, a hair-like substance was found on the implant. There was no harm or health impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned; visual evaluation of the provided photo found the packaging was previously opened. A hair-like fiber was found on the device. As the packaging was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.